Event description:
During a case the 5mm clip applier jammed. The physician had been using the applier without an issue during the beginning of the case. When the clip applier jammed the bleeding got worse. The company representative was supposed to come in to review the issues. However, this has not occurred.